Manufacturer narrative:
Additional information: b5: upon follow-up, it was reported that antibiotic treatment for peritonitis was discontinued and the patient recovered from peritonitis and cloudy pd effluent. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized for the events. On an unknown date, the patient began treatment with vancomycin injection (2gm, intraperitoneal, after every 5th day, ongoing) and fortum injection (1gm, intraperitoneal, once daily, ongoing) for peritonitis. Pd therapy was ongoing. At the time of this report, the patient was recovering from the events. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.